Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This device was explanted and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem.

Manufacturer narrative:
This report is being filed to correct the describe event or problem, the model/serial number, and the brand name.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This device remains implanted. No adverse patient effects were reported. Additional information received noted that the model/serial number for this case was incorrectly reported. Reference (B)(4) for more information regarding this case.